Event description:
It was reported that the 9600 sys presented a charger and precharge errors. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Based on info provided, the following components have been ordered. Battery pack and battery charger, pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is rec'd that indicates otherwise, a f/u report will be submitted as required.